Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device retained at the account. Additional information has been requested.

Event description:
It was reported that during a gastric bypass procedure, on the third firing with a blue load, the device stuck on the stomach on the second stroke, the blade would not advance. The surgeon pushed the reverse lever and the device was able to be removed. The device did complete the firing sequence. There were some malformed staples. Another device was used to complete the procedure. No adverse consequences reported. The account will not release the device.